Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge septum material was found in the syringe needle during the loading process. Customer changed the needle and continued to fill the cartridge with insulin. There was no reported impact to customer's blood glucose.